Event description:
It was reported that patient experienced infusion set applicator removed as infusion set came up with it (adhesive lifted) and set detached from serter mechanism prematurely, which led to bleeding at cannula insertion site event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.